Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that during a procedure the physician had been advancing the 2.50x32mm promus element¿ plus device for treatment of distal left anterior descending artery stenosis and had felt resistance. The physician removed the stent system and while examining the stent, it was noted that the stent meshes were pushed together. Another of the same device was used to complete the procedure and the patient was noted to be stable.

Manufacturer narrative:
Device evaluated by MFR. The stent delivery system was returned for analysis. A visual examination of the stent found proximal stent damage with stent struts bunched and pushed distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple hypotube kinks along the full length of the catheter. This type of damage is consistence with excessive force being applied to the delivery system.. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the polymer extrusion. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that during a procedure the physician had been advancing the 2.50x32mm promus element¿ plus device for treatment of distal left anterior descending artery stenosis and had felt resistance. The physician removed the stent system and while examining the stent, it was noted that the stent meshes were pushed together. Another of the same device was used to complete the procedure and the patient was noted to be stable.